Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03apr2020.

Event description:
The customer reported a no oxygen supply alarm. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.

Manufacturer narrative:
G4: 25apr2020. B4: 29apr2020. Additional information was received that there was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator. The service technician replaced the flow sensor assembly and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.